Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the partial lead was returned in segments, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead was observed to have blood ingression. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted there are cuts in the outer insulation at various locations. If information is provided in the future, a supplemental report will be issued.